Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2022 due to high blood glucose level and diabetes ketoacidosis. The blood glucose level at the time of hospitalization was unknown. Current blood glucose level was 153mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer had experienced symptom related with high blood glucose level including feeling sick or unwell, headache, altered vision. Customer was treated with insulin intravenous drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Software version 4.11c. Retainer ring clear. Customer returned device for an alleged was hospitalized for high bgs and diabetes ketoacidosis found on (B)(6) 2022. On (B)(4) the customer was hospitalized for alleged ketoacidosis, high blood glucose on (B)(6) 2020. The customer also alleged pump error 63 and communication anomaly. On svn (B)(4) there was listed "legal matter" in the customer notes on sep 04, 2020. On svn (B)(4) there was listed "legal matter" in the customer notes on feb 06, 2021. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0876 inches. Device communicated properly with the glucose sensor simulator and guardian link transmitter. After warm up was completed, the was able to display the test value of 135 mg/dl on the device sensor graph screen. No communication anomaly noted. No pump error 63 noted during testing or in the formatted history file. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded or stained serial number label, pillowing keypad overlay, stained keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device did not have a battery installed when received. Device passed the functional testing. Unable to confirm alleged ketoacidosis, high blood glucose, diabetes ketoacidosis. The customer alleged pump error 63 was not confirmed. The customer alleged communication anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: it was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.